Event description:
New information received notes that during remote transmission, the patient's implantable cardioverter defibrillator went into backup mode. The device was able to reset to normal setting by programming intervention.

Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that patient's pacemaker went into backup mode. The patient status was unknown.